Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer's blood glucose was 40 mg/dl at the time of the incident. The customer had gone on a big hike over the weekend when the incident occurred. The customer treated their low blood glucose with glucose tablets and a candy bar. The pump was in auto-mode at the time. The customer suspended delivery while treating. The customer inquired as to whether the elevation they were at could have caused the insulin pump to over-deliver. The customer declined to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis.